Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller was not operating properly. Caller stated that sometimes the controller would shut off on its own. Caller also stated that they would wake up in the morning and the stimulation would be all the way down or up and both the controller and implanted neurostimulator would be at 100%. Caller mentioned that the controller will shut off on its own as soon as the recharger is attached and then both batteries will display at0%. Caller noted that this morning the implant was at 0% when the patient had charged the day before and hadn't used the stimulator; caller added the percentages display incorrect at times and show batteries staying at 100%. Caller mentioned that they do not push the stim on/off button. Agent walked caller through removing the battery pack and plugging controller into the ac power supply cord; caller confirmed controller powered on. Caller inserted the battery pack and confirmed controller was 100% and implant was 90%. Caller confirmed no physical damage on recharger. Caller then connected recharger and confirmed recharging excellent. The issue was not resolved. A request was sent to the repair department to replace the controller. Patient rep called back, confirmed receiving the replacement equipment but the cover was not closing on the controller. Agent asked and patient rep confirmed the li battery pack fits into the replacement controller. Agent instructed patient rep to swap the back covers between the replacement controller and previous controller. Patient rep confirmed the back cover now fits over the replacement controller. Agent attempted to walk patient rep through the pairing process of the replacement controller but patient was not there at the time of call. Agent reviewed pairing process with patient rep.

Event description:
Patient (pt) rep called back stating that they were having controller issues as the controller was going around and around on checking the recharger when trying to recharge the ins. Caller said that they had reset the controller in attempt to resolve the issue, but the issue was not resolved. Caller said that they have an appt next week with hcp and rep. Caller was demanding a replacement controller. Agent advised the caller that agent would need to troubleshoot the issue. Agent had the caller remove the battery pack from the controller and connect the controller to the ac power supply; caller confirmed that the controller powered on. Agent then had the caller reinsert the battery pack into the controller while the controller was still connected to the ac power supply; caller confirmed seeing the controller light flashing green.â agent had the caller unlock the controller. Caller saw the batteries screen with the controller at 90% with recharging indicated and the ins at 80%. Caller wanted to know how the ins was still at 80% since the ins hadn't been charged in a couple days. Agent suspected that the ins was off. Agent had the caller exit out of the batteries screen. Caller saw that the stimulation was off. Agent guided the caller through turning stim on successfully using the button on the top of the controller. Agent had the caller initiate an ins rechargingsession. The controller got stuck spinning on checking the recharger. Agent asked the caller which recharger they were using based on the notes agent read. Caller said that they went back to the original recharger like they were told to and so they sent back the new one. Agent reviewed recharger replacement with the caller. Caller kept demanding a replacement controller throughout the call. Caller wanted all new equipment before the appt next week. Agent advised the caller that equipment would be replaced as needed and that there was still time to replace the controller if needed before the appt next week, but the controller was working as intended during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient rep called back stating that they had called the other day as they had a defective one and so a new one was sent, but the new one didn't work either. Caller said that the percentages of the controller and ins were not showing. Agent then understood that the controller was replaced and that the caller was seeing no device found upon trying to communicate with and recharge the ins. Agent had the caller tap recharge to go through passive recharge mode, however the controller got stuck spinning around and around on checking the recharger and would not advance. The controller green light was also not on/flashing. Caller said that they didn't want the patient to have pain. Agent reviewed recharger replacement with the caller and send a request to repair to replace the recharger. On 2025-apr-08, pt rep called back and she said she can't get device to recharge the neurostimulator. Using equipment just sent caller only got checking recharger. Technical services(ts) was able to get caller to use the old recharger and she was able to get no device found. Ts got caller to go into passive recharge and eventually, caller got the recharge screen with battery in orange. Call to continue to recharge and later try new recharger again, and if that didn't work then send it back and keep the old equipment. If either recharger allowed recharging then it's up to caller to send either one of the devices back to repair.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt rep called back and said implantable neurostimulator (ins) and controller is fully charged and charging issue is fixed. The issue is resolved. They said the pt was in pain last night and the charge level should have dropped and not still be at 100 percent. Reviewed that ins probably depleted and they still need to turn stimulation back on after charging it back up. They turned stimulation back on successfully during the call. Pt rep called back and said the recharger was not connecting to the controller. Caller mentioned it was stuck to checking the recharger screen. Agent had pt remove and cleaned both of the controller port and rtm pins. Caller confirmed that it was connected and it was recharging excellent. Caller added that the pt was not feeling the stimulation even though the stimulation was on and they are concerned that the battery level of the ins is not depleting. Caller tried to increase the stim and pt confirmed that he felt it but it was gone right away. Agent redirected the pt to hcp.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.